Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a colorectal procedure, after five successful firings, a new reload was loaded onto the device. When the nurse handed the device to the surgeon, the status indicator was illuminated blue. The reload was loaded again and the surgeon began to fire, however the firing stopped halfway. The indicator was gain confirmed to be illuminated blue. The knife and clamp cover were returned to the original position. The tissue was stapled partially. It was noticed that the jaws of the reload were loose. After surgery, the handle was checked with the following results: upon connecting the handle with the shaft, indicator was illuminated in blue. Adapter symbol was illuminated and reload symbol was flashing. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product was removed from the tissue without damaging it. No bleeding occurred. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
MFR ref # (B)(4). Post market vigilance (pmv) led an evaluation of one adapter and one reload, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the reload or adapter. The reload was received fully fired. Since the clinical battery and handle were not returned, pmv representative devices were utilized for all functional testing. Both the adapter and reload fully functioned to specifications. Functional and visual testing of the returned samples confirmed the products met quality release specifications that were tested. The file was concluded to be tested satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the issue occurred during a colon displacement procedure including pouch. The partial staple line was completed using another device. No reinforcement material was used in conjunction with the stapling device.